Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) of 2014, the patient experienced alopecia ("hair loss"). In (B)(6) of 2015, the patient experienced migraine ("migraine\ migraines / headaches"), dizziness ("dizziness") and vomiting ("vomiting"). In (B)(6) of 2017, the patient experienced nausea ("nausea/ nausea w vomiting"). The patient was treated with surgery (robot assisted bilateral salpingectomy with bilateral cornual wedge resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, alopecia, migraine, nausea and dysmenorrhoea had resolved and the abdominal pain, weight increased, dizziness, abdominal pain lower, back pain and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, migraine, nausea, pelvic pain, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain. Insertion details- there were 4 coils visualized in the left tubal ostia and 5 coils visualized in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.038 kgs. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters were added. Lot number was added. New events- nausea, dysmenorrhea, left lower quadrant pain, back pain, dizziness were added. Lab test was updated. Event outcomes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("left lower quadrant pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraine\ migraines / headaches"), dizziness ("dizziness") and vomiting ("vomiting"). In (B)(6) 2017, the patient experienced nausea ("nausea/ nausea w vomiting"). The patient was treated with surgery (robot assisted bilateral salpingectomy with bilateral cornual wedge resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, alopecia, migraine, nausea and dysmenorrhoea had resolved and the abdominal pain, weight increased, dizziness, abdominal pain lower, back pain and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, dyspareunia, migraine, nausea, pelvic pain, vomiting and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain. Insertion details- there were 4 coils visualized in the left tubal ostia and 5 coils visualized in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.038 kgs. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Batch no c06461, production date 2013-12-13, expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)(interpreted as salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia (painful sexual intercourse), pelvic / abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic / abdominal pain, hair loss, migraine, weight gain. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.